Manufacturer narrative:
(B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
It was reported that the bd needle 23ga 1-1/4in lax tw pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: needle detached from the blue part, leaking the material. What part/component/part of the product is involved in the complaint? Needle. Purpose of use: in which procedure was the material being or would it be used? Application of medication. Drug/substance involved in the incident betamethasone diclofenac + betamethasone folsfate (generic) quantity of material with deviation. 01 is the sample with the deviation available for analysis? Yes quantity of sample with deviation available for analysis. 01 is the sample contaminated (body fluids or medication/solutions)? No if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photo samples of the material for analysis? Yes does the customer request replacement of material with deviations? Yes in which situation was the deviation identified? During use on the patient/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? No was medical intervention necessary? No was surgical intervention necessary? No was there a need for impatient or prolonged hospitalization? No was there exposure to chemical/biological agents (regardless of the use of ppe)? No was there an accidental puncture with the needle? Yes was the needle ¿clean¿ or contaminated with biological material or another substance at the time of the accidental puncture? (Specify which substance / biological material) was with the medication what action was taken? Was it necessary to carry out tests and administer prophylactic drugs? If yes, give details. No did the event lead to death? No was anvisa notified? Inform number. No was there a second material and/or incident notified? No additional comments: needle got stuck in patient, reports lost medication and detached from syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.